Manufacturer narrative:
(B)(4). Date sent: 12/31/24. D4: batch #unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. Did the jaws eventually open? Unknown. A manufacturing record evaluation was performed for the finished device lot/batch number, c9dj7h, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric procedure, after installed reload and closed the jaw, they placed jaw into body as standard procedure, but could not open the jaw anymore. Another device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.